Event description:
The reporter contacted animas on (B)(6) 2012, stating that the up arrow keypad button required hard presses to elicit a response. The reporter denied any damage to the keypad or evidence of moisture in the pump. The patient reportedly wore the pump in a pocket and cleaned the pump at the battery cap with a q tip. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling was observed. During testing, all keypad buttons responded appropriately. The original complaint of the up arrow button requiring hard presses to elicit a response was not duplicated. Evaluation revealed that there was evidence of contamination under the up arrow, down arrow and contrast key contacts.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.